Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd angiocath¿ autoguard¿ shielded IV catheter, crystallized residues are observed throughout teflon. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Our quality engineer was able to verify the reported complaint per the returned sample. It was possible to observe that the foreign matter of "crystallized residues along teflon" is actually silicone which is applied to the catheter body to facilitate its slippage during venipuncture. A review of the device history record was completed for sub-assembly# 004715bjf lot 7304579 manufactured from (B)(6) 2017 to (B)(6) 2017 at acam01 machine used in claimed lot 7304584. This lot has been revised regarding tests to verify possible ¿foreign matter" tests, and no records were found that could lead to the defect claimed. A review of the device history record was completed for sub-assembly# (B)(4), lot 7270722 manufactured from 18-oct-17 to 01-nov-17 at acam01 machine used in claimed lot 7304584. This lot has been revised regarding tests to verify possible ¿foreign matter" tests, and no records were found that could lead to the defect claimed. A review of the device history record was completed for sub-assembly# (B)(4), lot 7241713 manufactured from 31-aug-17 to 05-sep-17 at acam01 machine used in claimed lot 7304584. This lot has been revised regarding tests to verify possible ¿foreign matter" tests, and no records were found that could lead to the defect claimed. The root cause was determined to be the excessive amount of silicone that is dispensed during the catheter siliconization process. A corrective action project (B)(4) has been initiated to investigate the issue.

Event description:
It was reported that before use of the bd angiocath autoguard shielded IV catheter, crystallized residues are observed throughout teflon. There was no report of exposure, serious injury or medical intervention.